Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the phone call was 126 mg/dl. The customer declined to perform troubleshooting on the insulin pump. Nothing further was reported.